Manufacturer narrative:
(B)(6). (B)(4). Event location other : unknown. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007 the patient underwent the following surgeries: l5-s1 posterior re-exploration and fusion utilizing the imast quadrant retractor system through minimally invasive portal, documentation of nonunion with removal of previous non-segmental hardware, revision posterior lateral fusion l5-s1 utilizing rhbmp-2 and allograft cortical cancellous chips bilaterally, posterior re-instrumentation with non-segmental top loading pedicle screws (m8), use of neural monitoring, use of c-arm to treat the following pre-op diagnosis: lumbar pseudoarthrosis. Op-notes:" ..next the hardware was removed. This was alphatec pedicle screws. These were removed. Pedicles were probed and had no cortical violation. The screws were loose. The screws were then tapped through the pedicle with a 7.5 tap. This was followed with placement of 7.5 x 40 mm screws at l5 and 7.5 x 35 mm screws at s1. After both screws were secured, a connector bar was attached and they were tensioned to the appropriate level. Next the wound was copiously irrigated. The posterior lateral gutters were then decorticated. Rhbmp-2 and local corticocancellous allograft chips were then placed in the posterior later gutters. Final ap lateral radiographs confirmed anatomic placement of all hardware.."